Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal morphine (concentration 25mg/ml; dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and failed back surgery syndrome. The pump was interrogated on (B)(6) 2015 and pump logs showed a motor stall occurred on 2(B)(6) 2015 at 07:45 with motor stall recovery at 08:09. The cause of the motor stall, troubleshooting, diagnostics, actions/interventions, patient symptoms, and event outcome were not provided. Additional information has been requested but was not available at the time of this report.